Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not lock into place.

Manufacturer narrative:
A visual review of the returned device was performed. Dimensions measured found the part to be conforming to print specifications. The dovetail feature on the articular surface was both flared out and compressed/gouged. Flaring indicates the device was inserted and removed. The compressed/gouged marks on the dovetail indicate that the dovetail was somehow incorrectly inserted onto the articular surface. The compressed indentations are near the bottom of the v-shape of the dovetail and symmetrical on both sides of the centerline of the dovetail. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment the comments from the complaint note, ¿the surgeon tried to install the articular surface several times before he stopped. Then the surgeon was able to install a different articular surface.¿ it is likely that the surgeon gouged/compressed the dovetail on the first try; subsequently the device would no longer seat on the tibial plate. A complaint history search found no other complaints for the part/lot combination. As a compressed dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument; it is therefore likely that the problems encountered are related to surgical technique.